Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Further clarification was received that the patient had not passed away but was recovering from the peritonitis event. An additional manifestation of the peritonitis was weakness. On the same day as receipt of this report, treatment for the peritonitis with tobramycin was discontinued. It was reported that dianeal and extraneal therapies were ongoing. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and subsequently passed away. The peritonitis was manifested as cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. Sixteen days after the onset, the patient was hospitalized for the peritonitis event and was treated intraperitoneal (ip) with tobramycin and cefazolin (dose and frequency unknown). Six days later, the patient was discharged. It was reported that the patient was improving from the peritonitis event, but there was no indication that the patient had recovered prior to death. On an unreported date, the patient died. The cause of death was not reported. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd896126 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.